Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) could not be interrogated and exhibited a power on reset (por). The device was inactivated and replaced by a transvenous ipg system. No patient complications have been reported as a result of this event.